Manufacturer narrative:
The subject device is not avaialble.

Event description:
It was reported that during the preparation of the balloon, it deflated very slowly. There was no patient involvement.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted that there was blood within and on the balloon. There were no visual anomalies noted to the device. During the functional testing the device was flushed and blood exited the distal end. A patency mandrel was advanced through balloon catheter to the distal seal without any difficulty and a seal was confirmed. An attempt was made to inflate the balloon; however the balloon was noted to be leaking from a hole in the proximal end of the balloon. This leak was not initially noted due to the blood on and within the balloon. The blood noted within the returned balloon could cause inflation and deflation issues by blocking the inflation port within the balloon. Information available indicated that the balloon failed to inflate and it deflated very slowly during preparation. However, blood would not have been present during the preparation of the device. Therefore an assignable cause of the reported deflation issue could not be determined. The returned balloon was noted to have a hole and leak during the device analysis. It is probable that the balloon was damaged during the clinical procedure, therefore an assignable cause of operational context has been assigned to the observed balloon leak and hole.

Event description:
It was reported that during the preparation of the balloon, it deflated very slowly. There was no patient involvement.